Manufacturer narrative:
Taper ii. (B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number, and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Pouch dilation and dysphagia are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. See related medwatch report # 2024601-2009-00558. Device labeling addresses the reported event of pouch dilatation as follows: "band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea, and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain." Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures."

Event description:
Surgeon reported the patient had a pouch dilation - band too tight. The aps lap-band system was removed and replaced with an apl lap-band system. The explanted device will be returned. F/u findings: pt was not tolerating solids with band at 0cc. No indication of band slippage. Band was a poor size for this patient and with all fluid removed, it was still too tight.